Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the legal manufacturer's final investigation. Updated fields: b5, d9, e2, e3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the investigation results a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported the issue was found during preparation for use of a diagnostic knee arthroscopy.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had unable to clear lens clarify. There were no reports of patient harm.